Manufacturer narrative:
(B)(4). It was reported that a patient underwent a sling procedure on (B)(6) 2010. Since the implantation of mesh device, the patient has experienced erosion, shrinkage, extrusion, urinary retention, persistent pain, and dyspareunia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary hesitancy and mixed incontinence. (B)(4).

Manufacturer narrative:
(B)(4). The patient continues to experience incontinence, urinary tract infections and urinary frequency.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. Since the implantation of mesh device, the patient has experienced erosion, shrinkage, extrusion, urinary retention, persistent pain, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.